Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2018-19518; 2017865-2019-02979. It was reported that the atrial lead was found to be dislodged. The lead was explanted and replaced on (B)(6) 2018. No further information was reported.